Event description:
After an implantation period of approx. 54 months, noise on the rv iegm was reported and it was observed that the lead insulation was damaged after the explantation. The lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. The analysis showed that the insulation was found damaged and squeezed 31.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing in the ventricular channel. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the rv shock coil and fixation helix were found deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.